Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Clinician pulled toggle switch back on hemopro and the switch became "flimsy." This is in turn would not open and close the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects..

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25149691, 25149512, and 25149281; the last 3 lots shipped to the account prior to the event date . There were no ncmrs for the last 3 lot #s from ship history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Clinician pulled toggle switch back on hemopro and the switch became "flimsy." This is in turn would not open and close the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.